Manufacturer narrative:
The samples were serum or plasma. Qc data from the time of the event were reviewed by bec. The qc results showed a great imprecision with data points outside the customer's established ranges. The field service engineer (fse) replaced the three way valve, ratio pump, and carbon-bridge. The fse verified the instrument performance.

Event description:
A customer reported to beckman coulter inc. (Bec) that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously high sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and calcium (calc) results. The results were reported out of the lab. Repeat testing on an alternate instrument generated lower results, and the reports were amended. The repeat tests were not all performed on the same day as the original tests. The patient treatment was not initiated or withheld based upon the erroneous results reported.